Manufacturer narrative:
(B)(4). The device has been returned to the factory and will be evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the vasoview hemopro 2 stopped providing cauterization during use. Pretesting was not completed. Power setting on power supply 3. There was beeping from the power source, and no components were detached based on visual inspection. The tip appeared to have melted away from the metal component, leaving the metal part by itself. No delay and patient injury was reported. New device was used to complete the procedure.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,e1-email,phone#,g3,g6,h2,h3,h6,h11. Corrected section: d4 UDI# the device was returned to the factory for evaluation on 03/19/2026. An investigation was conducted on 03/24/2026. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the intact jaws and heater wire. The heater wire was observed to be flexed and bent away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. The clear silicone insulation on both the hot and cold jaw were observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was not confirmed however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000527926 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure.

Event description:
N/a.